Event description:
It was reported by the rep the device was used during a laparoscopic hernia repair. It was reported the stapler only fired one staple. Another ems stapler was opened to complete the case. There was no consequence to the pt.